Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
On or about (B)(6), plaintiff presented to dr. (B)(6), m.d. At the (B)(6) medical center and underwent placement of an angiodynamics smartport port catheter product, with model number h787ct66ltpdvi1-us, and lot number a0124001. On or about (B)(6) 2024, plaintiff presented to dr. (B)(6), m.d. At the (b)6) medical center emergency department complaining of a fever and high heart rate. Plaintiff was admitted with septicemia and high concern for a port catheter infection. On or about (B)(6)2024, plaintiff's smartport was surgically removed by dr. (B)(6).